Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system leaked blood at the septum adapter due to a small crack. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 8141417. Our records show the reported lot was manufactured in (B)(6) of 2018, and determined that this is the only instance of a damaged adapter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Additionally, a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided a small cracked was found during leakage testing and was located on the adapter. The returned product's parameters for swage dimension and swage length were tested and found to be within product specifications. However, depending on pressure variance in the auto line's swage pressure it is possible for the machine to become misaligned allowing for the resulting crack to form in the device. The plant has investigated this defect of catheter adaper crack, but the root cause has not been identified.

Event description:
It was reported that a bd intima-ii closed IV catheter system leaked blood at the septum adapter due to a small crack. There was no report of exposure, serious injury, or medical intervention.